Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had automatic mode switching episodes noted on merlin.net transmission due to either far r wave oversensing or retrograde conduction. Programming change was discussed.